Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio ID scanner was not working and there was no light when attempting to scan. Customer reported that the issue started after 1.11 upgrade. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier scanner failed to authenticate users due to a hardware issue following the software upgrade. The field service engineer replaced the biometric identifier scanner, applied the biometric identifier lumidigm patch, and replaced the missing slide bumper to resolve. The system functioned as intended after the field service engineer repaired the device.